Manufacturer narrative:
The reported event of fracture was not confirmed. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that a patient presented with an insulation break noted prior to insertion into the body. The lead was not used and another lead was successfully placed. No adverse patient consequences were reported.